Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (cts) however customer was unable to complete the check. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 202-392 mg/dl.